Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that patient underwent hernia repair surgery on (B)(6) 2016 and mesh was implanted. It was reported that she experienced pain, adhesions and recurrent hernia. No additional information was provided.